Event description:
Stent was inserted into circumflex coronary artery. Stent stuck on plaque , would not advance forward, stent removed over wire into femoral artery. Would not come through sheath. Sheath and wire removed at same time and along with sheath stent balloon removed. Stent was seen left in femoral artery. Pt was sent to or for stent removal.